Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a posterior fixation l5-s1, with an oblique posterior atraumatic lumbar (opal) interbody fusion cage, was performed in (B)(6) 2010. Patient underwent a second operation on (B)(6) 2011 to improve the patient's general condition. On (B)(6) 2011, the patient returned to the hospital with bilateral sacroiliac pain. It was detected that one rod slipped. Patient underwent surgery on (B)(6) 2012 to fixate an additional level. This report is for an unknown 3-d head. This is report 5 of 5 for complaint (B)(4).